Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 29-aug-2025, the clinical team reported that on (B)(6) 2025 the end-user was hospitalized in the ICU with diabetic ketoacidosis (dka). The end-user was treated and discharged the same day. The end-user reported a back injury as a long-term health effect.